Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # unk, hip-unknown-cups-unk, lot # unk. The event occurred in (B)(6).

Event description:
It was reported that surgeon attempted to implant the g7 liner into the g7 acetabular shell. Upon facing difficulties, surgeon requested a new implant (e1 infused version) and implanted the latter. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.